Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. As reported by the affiliate, during a pci "there was trouble with a 2.25 x 33mm cypher select plus stent while trying to cross the lesion. There seemed to be a problem with the tip". Multiple attempts to retrieve additional information about the event and the vessel characteristics were unsuccessful. Upon receipt of the product for evaluation, it was noted that the struts on the distal end of the stent were uplifted. One non-sterile cypher select + 2.25x33mm was received coiled inside a plastic bag. The stent was noted to be correctly placed between the marker bands. The distal struts of the stent were uplifted. Residues of inflation medium were observed inside the inflation lumen. Damage was observed on the distal tip (crushed). No other damages were found. A crossing profile was measured of the middle and proximal sections of the stent and was found within specification. The distal section could not be measure due to the lifted struts in this area. During microscopic analysis, it was confirmed that the distal struts were uplifted and the distal tip was crushed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported damage on the distal tip was confirmed. Additionally, distal stent strut uplift was confirmed. The exact cause of the failures reported by the customer complaint could not be determined. Controls to detect damaged on distal tip and strut uplift-distal on the final inspection and leak testing procedure for cypher ous according to (B)(4) are in place in the manufacturing lines. Based on the limited information available for review, it is not possible to determine what factors may have contributed to these product failures. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Event description:
There was trouble with a 2.25 x 33mm cypher select plus stent, while trying to cross the lesion. There seemed to be a problem with the tip. When the product was received, it was noted that the struts on the distal end of the stent were uplifted.